Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The lead under complaint was extensively analyzed, including a visual and an electrical inspection. The analysis revealed severe abrasion marks along the lead body. In particular, at the distal part of the lead the insulation was rubbed through. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings of the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 39 months oversensing was reported. No adverse pt side effects have been reported. The lead was explanted.